Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited high capture thresholds. The lp was repositioned on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received indicated loss of capture was noted prior to repositioning.